Event description:
During a transfemoral tavr procedure, while preparing to perform a balloon valvuloplasty (bav) with the edwards bav system a pericardial effusion was observed. After the bav was performed the pericardial appeared to worsen. The patient was placed on a cell saver system and the 23mm sapien xt valve was deployed. The valve was deployed perfectly with mild to trace pvl. The patient¿s chest was opened, the perforation was repaired and the pericardial effusion was drained. The procedure was considered a success and the patient was stable. Pressures and the valve looked good after the chest was closed. The patient expired 1 day post procedure. The death note indicated the tavr procedure was complicated by left ventricle (lv) injury. The patient developed hypovolemic shock. The patient had prior wishes to refuse blood transfusion given being a (B)(6). Increased tissue oxygen demand led to multi organ failure. The family made patient dnr and comfort measures were given and the patient was subsequently pronounced dead. As reported, there was excellent right ventricle and left ventricle function post valve deployment and the valve was successfully deployed. It was determined that the lv wired perforated the ventricle.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was attributed to wire movement during bav. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.